Event description:
(B)(6) home health rn reported pump had system time out message on pump and it is beeping. Rph advised rn to change batteries, inspect tubing and pump door. Rn stated they did everything but pump is still not working and advised to infuse via gravity today. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 60gm. Gamunex-c indication: chronic inflammatory demyelinating polyneuritis. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.

Event description:
Additional information received for report #mw5178337 on 11/24/2025 to correct the manufacturer.